Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in "coronaria". This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with battery damage was not confirmed or reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The user interface module software version is 5.03.00. The device has not been previously sent into service for the reported condition of "damaged battery." A device history record review was performed, and pump was processed per protocol to change all phms and passed. Should additional information become available, a follow-up medwatch will be submitted.